Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sbc (single board computer) pcb was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys would not intermittently boot to a usable state. No pt or user injury was reported.